Event description:
It was reported: 2 level acdf. 32mm plate. Doctor put in screws. Final tightening complete. He was closing the secondary lock when the lock blades popped out of the plate and protruded from the plate. Doctor then backed out screws, put in a new 32 mm plate and inserted rescue screws.

Manufacturer narrative:
Method: device history review and device inspection. Results: the device was confirmed visually to have a fractured spring bar. Manufacturing files were reviewed and no incidents were found. Conclusion: the likely root cause is the application of cantilever forces on the drill guide during removal of the drill guide as specified in the surgical technique.

Event description:
It was reported: 2 level acdf. 32mm plate. Doctor put in screws. Final tightening complete. He was closing the secondary lock when the lock blades popped out of the plate and protruded from the plate. Doctor then backed out screws, put in a new 32 mm plate and inserted rescue screws.